Event description:
The site reported that a pt sustained a burn on the left upper shoulder after a mr shoulder exam using an 8-channel shoulder coil. The burn was a 4 cm x 3 cm erythema with a blister approx 2.5 cm x 1.5 cm in size. The exam consisted of 12 scans using pulse sequences fse ir frfse. The pt was in the bore for approx 1 hour. Padding was reportedly used during the exam. According to the site, the pt had metal clip implants in the shoulder found during screening. The site received no report of burn from the pt until a day after the exam was completed. The pt was reportedly sent to urgent care to receive treatment, which included cleaning of the burned area, medication, and bandages.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (pt alarm & safety monitor checks). The test results detected no system issues that caused or contributed to the reported event. The system was determined to be functioning within specifications.